Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-02782. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due an accidental failure. Olympus will continue to monitor the field performance of this device. The troubleshooting guide of the instructions for use provides the following information if the endoscopic image does not appear on the monitor. Possible cause:the endoscope, camera head, or oes video converter is not connected correctly. Solution:connect the endoscope, camera head or oes video converter as described in its instruction manual. (See also section 6.3, ¿connection of an endoscope).

Manufacturer narrative:
The video system center was returned to the service center. A visual inspection found the there were deep scratches on the top cover of the housing and rust on the rear panel. The video connector unit's locking latch was worn out and loose. The unit was tested and there was no image as the unit could not recognize 180 series endoscopes due to faulty ap board set. In addition, software was upgraded to the current version (4.10). All video in/output signals image tested within specifications. The unit was repaired and returned to asset inventory. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The service group became aware that the demo/asset video system center produced no image. There was no patient involvement reported.